Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that por was seen. The patient reported both his controller and recharger were showing por. Patient reported noticing por message when on his way home from church service last thursday. Patient stated he checked and it had plenty of battery. An info por was seen. Por was successfully cleared. Patient confirmed the ins was back on. Troubleshooting resolved reported issue. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the plug for the controller became defective there which meant patient was not getting therapy. Patient received replacement part to resolve this.